Event description:
(B)(6) clinical study. It was reported that worsening of coronary artery disease and restenosis occurred. In (B)(6) 2011, the patient presented with a 2-week history of chest tightness and arm numbness associated with shortness of breath and dizziness. Cardiac catheterization was recommended. The following day, the index procedure was performed. Target lesion #1 was a de-novo lesion located in mid right coronary artery (rca) with 85% stenosis and was 15 mm long with a reference vessel diameter of 2.50 mm. Target lesion #1 was treated with pre-dilatation followed by placement of a 3.00 x 20 mm taxus liberte stent. Following post-dilatation residual stenosis s was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with central chest pressure associated with nausea and shortness of breath. The subject was diagnosed with worsening coronary artery disease and was hospitalized on the same day. Cardiac catheterization was recommended. At the time of event, the patient was on aspirin and prasugrel medication where the last dosage was taken on (B)(6) 2013. The following day, the mid rca was treated with balloon angioplasty and placement of 2.50 x 12 mm non-bsc stent with 0% residual stenosis. The event was considered resolved without residual effects. One day post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product.device evaluated by MFR:it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).